Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported a case of the tunnel presented bridges that the intrastromal ring could not break, at the time of insertion. The nasal segment entered without problem but the temporal segment did not. They did not pass the cup instrument. There are two related reports for this event. This report addresses patient npc's right eye and other manufacturer reports will be filed. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Log file shows one successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) for right eye (od) about 2 minutes before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye (od) was finished successfully without any issue. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).